Event description:
It was reported by the patient that one of their leads has detached. Follow up indicated that the left ventricular lead has dislodged which was confirmed with a chest x-ray. The patient is being referred for possible revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).